Event description:
It was reported that the patient was experiencing inadequate stimulation when moving around. Also, the patients ipg would no longer charge and was completely discharged. The patient underwent an explant procedure wherein all device components were explanted. No device malfunction was suspected. The patient was doing well postoperatively and explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2158700, model: sc-2158-70, serial: (B)(4), batch: (B)(4).